Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the battery was unable to provide power to the controller triggering a loss of power. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Log files pertaining to (B)(4) were analysis and revealed a controller power up and motor start event on (B)(4) 2017 at 20:06:51 and 20:07:00; respectively. The data point prior to the controller power up event, at 19:55:40, revealed that (B)(4) was connected to power port 1 with 50% relative state of charge (rsoc) and a ac adapter was connected to power port 2. The data point after the controller power up event, at 20:21:50, revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2 with 53% rsoc and 96% rsoc respectively. No alarms were recorded prior to the loss of power. (B)(4) registered a capacity of 50% rsoc prior to the controller power up event, which would not have triggered a "low battery" alarm; a "low battery" alarm is triggered when a battery has a remaining capacity between 10% and 25% rsoc. Based on the available information, the most likely root cause of the reported loss of power can be attributed to disconnection of both power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was alerted by his controller to change a low battery and when he disconnected the battery to exchange it the controller alarmed and screen went blank.  The battery connected was fully charged at that time.  The patient quickly connected a battery to the other power port and the controller turned back on and the alarm stopped.  The site removed the battery that was connected at the time of complete power loss and replaced it with a new battery.  The patient felt anxiety because of this issue. There were no further reported consequences to the patient.  The patient was seen in clinic and controller log files were sent and a complete power loss was noted for the event that occurred.